Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. There was no impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery.